Event description:
Pt's aunt contacted the company for info and reported that her niece was treated for urinary incontinence and then was not able to urinate and a catheter was inserted. Ultrasound exam was done. Aunt reports infection with fever of 100+. Aunt described a process of using a "disposable" catheter, which has led to swelling from the catheterization attempts.

Manufacturer narrative:
Pt's aunt contacted the company for medical info. We have contacted the aunt on two occasions to try to get her to either complete an adverse event form or to get the treating physician to complete the adverse event form. The aunt has been unresponsive. Use of the product was off-label.